Event description:
It was reported that the patient underwent pelvic surgery in 2004. One week post operatively, the patient developed a urinary tract infection. The patient was treated with antibiotics. Physician reports that the urinary tract infection is not related to the device.